Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that an uncomplicated balloon rupture occurred, there was no reported patient injury, and medical intervention was not required. The reported event is no longer reportable.

Event description:
It was reported that during an angioplasty procedure for arterial thrombosis in the left a/v forearm fistula, the pta balloon allegedly ruptured at 8 atm. It was further reported that the patient experienced excessive blood loss. Patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an angioplasty procedure for arterial thrombosis in the left a/v forearm fistula, the pta balloon allegedly ruptured at 8 atm. It was further reported that the patient experienced excessive blood loss. Patient status is unknown.